Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including debris stuck in the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, it was reported by a sales representative via (B)(4) that an ar-1588al-cp2 flip cutter was unable to close after reaming the first tunnel, appears that debris is stuck in the device. Issue discovered during a case, device swapped, and case completed with no patient effect.